Event description:
Customer's husband reportedly received the following results on the aviva system within 10 minutes: 367 mg/dl, 199 mg/dl, and 171 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "06-3d-2017". The manufacturer's records show the actual expiration date to be 06/30/2011. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.